Manufacturer narrative:
After further review of additional information received. (H3) the evaluation noted that revision reported was likely the result of a combination of patient conditions and malpositioning of the implants; in particular, the overall posterior slope of the tibial insert and tibial tray, that allowed for excessive posterior contact, especially medially, leading to wear and fracture of the polyethylene insert. However, this cannot be confirmed as the devices were not available for evaluation. The most probable root cause associated with the reported event of "prosthesis wear" is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 4 years postop the initial implant, this (B)(6) y/o female patients l tka was revised due to radiographic findings of wear that was confirmed in surgery. Femur, insert and tibia were removed and replaced with biomet 360 revision components. Tibia tray showed signs of wear on posterior medial side. Poly showed signs of wear on posterior medial and lateral sides. Devices was sent to surgeon¿s preference for evaluation. Patient was last known to be in stable condition following the event. Concomitant medical products: lgc tibial fit tray cem sz 2f / 2t (cat# 02-012-45-2020 / serial# (B)(4)). Logic cr femoral cem, left sz 2 (cat# 02-010-03-0220 / serial# (B)(4)).